Manufacturer narrative:
Product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, evaluation of the product is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years following the implant of this transcatheter bioprosthetic valve an echocardiogram identified an increased right ventricular systolic pressure (rvsp) of 74. Pulmonology was consulted. Approximately 10 days later, the pulmonary functional test (pft) identified borderline restrictive process with reduced expiratory reserve volume. This was suspected due to obesity. Approximately 2 years and 8 months following the valve implant worsening shortness of breath was observed and symptoms were ongoing. Medication changes were made. A right heart catheterization was performed 1 month later which showed a ¿combined group 1 +2 ph¿ and an inhaler was started. No other intervention or treatment required. Approximately 3 years and 8 months following the valve implant, the patient presented to the emergency department with shortness of breath for two days. Upon examination, mild vascular congestion and cardiomegaly identified on the chest radiograph. An elevated b-type natriuretic peptide (bnp), greater than 5,000, and the overall presentation was suggested of a congestive heart failure (chf) exacerbation. Intravenous therapy (IV) diuretic resulted with robust urine output and improvement in symptoms. Worsening dyspnea on exertion, chest heaviness, and bilateral lower extremity edema presented with report of heart failure. A transesophageal echocardiogram (tee) was performed with noted worsening atrio-ventricular gradients, and worsening mitral regurgitation. A right heart catheterization was performed which identified elevated pulmonary hypertension, a moderately reduced left ventricular ejection fraction of 35-40%, moderate-severe bioprosthetic aortic stenosis and severe mitral regurgitation. As result, the patient was hospitalized. The transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, prior to explant the valve functioned normally but was explanted due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years following the implant of this transcatheter bioprosthetic valve an echocardiogram identified an increased right ventricular systolic pressure (rvsp) of 74. Pulmonology was consulted. Approximately 10 days later, the pulmonary functional test (pft) identified borderline restrictive process with reduced expiratory reserve volume. This was suspected due to obesity. Approximately 2 years and 8 months following the valve implant worsening shortness of breath was observed and symptoms were ongoing. Medication changes were made. A right heart catheterization was performed 1 month later which showed a ¿combined group 1 +2 ph¿ and an inhaler was started. No other intervention or treatment required. Approximately 3 years and 8 months following the valve implant, the patient presented to the emergency department with shortness of breath for two days. Upon examination, mild vascular congestion and cardiomegaly identified on the chest radiograph. An elevated b-type natriuretic peptide (bnp), greater than 5,000, and the overall presentation was suggested of a congestive heart failure (chf) exacerbation. Intravenous therapy (IV) diuretic resulted with robust urine output and improvement in symptoms. Worsening dyspnea on exertion, chest heaviness, and bilateral lower extremity edema presented with report of heart failure. A transesophageal echocardiogram (tee) was performed with noted worsening atrio-ventricular gradients, and worsening mitral regurgitation. A right heart catheterization was performed which identified elevated pulmonary hypertension, a moderately reduced left ventricular ejection fraction of 35-40%, moderate-severe bioprosthetic aortic stenosis and severe mitral regurgitation. As result, the patient was hospitalized. The transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, prior to explant the valve functioned normally but was explanted due to stenosis. No additional adverse patient effects were reported. Additional information was received which indicated that as result of this event the hospitalization was prolonged. The event was considered resolved approximately 2 months following the valve intervention. No additional adverse patient effects were reported. Additional information was received that the tee performed approximately three years, seven months following valve implant showed the peak gradient had increased to 45mm hg and the mean gradient had increased from 15.3mm hg to 30.3mm hg. It was clarified the aortic stenosis made the mitral regurgitation to increase from mild to moderate and then to severe which put the patient in heart failure.

Manufacturer narrative:
Updated data: h6, product analysis: the valve was returned to medtronic for product analysis. The device was received via fedex inside a hospital specimen jar in cloudy red solution. All leaflets appeared tan. Leaflet 1: dark red thrombus with adjacent calcification nodules were noted on the outflow margin of attachment of leaflet 1. Calcification nodules were noted on the inflow margin of attachment of leaflet 1 extending to the inferior coaptive area between leaflets 1 and 3. Leaflet 2: glistening off-white pannus adhered to the free margin of leaflet 2. Calcification nodules were noted on the inflow margin of attachment of leaflet 2 and inferior coaptive area between leaflets 2 and 3. Calcification nodules were noted on the outflow belly. Leaflet 3: dark red thrombus noted on the outflow margin of attachment of leaflet 3. Calcification nodule observed on the margin of attachment approaching the superior coaptive junction of commissure 3. Glistening white pannus encapsulated commissure 2. Commissures 1 and 3 appeared intact. All leaflets were limited in mobility. Adherent tan pannus observed circumferentially on the outflow of the frame. Adherent layer of glistening off-white pannus observed on the inflow crown extending into the inner lumen. Adherent tan pannus noted on the outer surface of the skirt extending towards the outflow margin of attachments of all leaflets. Unknown amount of pannus may have been removed during explant. The inflow and outflow exhibited an ovalized appearance. The c-paddle appeared slightly bent. Radiography revealed calcification on the valve. Review of the device history record (DHR) for this device (sn: (B)(6) was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. Images were submitted to medtronic for review. The image review showed thirty-six fluoroscopic images were provided for review of event described above. Patient summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review. Most of the fluoroscopic images provided were of access. Transthoracic echocardiogram (tte) images obtained approximately 2 years, 10 months following the implant of the valve showed an ejection fraction that was approximately 60-65%. The implant depth appeared good. Prosthetic leaflets were not well visualized. Mild anterior paravalvular leak (pvl) was noted. Atrio-ventricular (av) mean gradient was 10.9 millimeters of mercury (mmhg). Mild to moderate mitral regurgitation. Mitral valve leaflets appear thickened. Mitral annulus calcification (mac) was noted. Right ventricular systolic pressure (rsvp) was not obtained due to lack of tricuspid regurgitation (tr). The final implant of the medtronic bioprosthetic valve prior to explant is in a lao 19° caudal 2°. The valve appeared to be implanted around 4-5 on the noncoronary cusp (ncc) and around 6-7mm on the left coronary cusp (lcc). Conclusion: stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. A conclusive root cause of the stenosis could not be determined but the calcification and thrombus found on the valve leaflets during the product analysis were likely contributing causes. High gradients can be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction). A conclusive root cause could not be determined but the stenosis was a likely contributing cause. Mitral regurgitation post aortic transcatheter implant can potentially be caused by patient anatomical and procedural factors, where the implant depth may cause impingement to the mitral valve/apparatus, potentially leading to a compromised mitral valve function. It was reported that the aortic stenosis made the mitral regurgitation to increase from mild to moderate and then to severe. This could not be confirmed by medtronic, so a conclusive root cause could not be determined. The mitral valve leaflets appear thickened during the image review, which may have been a contributing cause. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). With the information available a conclusive root cause could not be determined but the stenosis and mitral regurgitations were likely contributing causes. Low ejection fraction can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions but a conclusive cause could not be determined. The transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, prior to explant the valve functioned normally but was explanted due to stenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Of note: upon attempt to submit this third supplemental report to the initial report 2025587-2022-03170, an error would prevent this report from electronic submission. As result, previously reported information in the initial report 2025587-2022-03170 was re-entered to complete submission. This information was: d2. Product code; g1. Manufacturers email address; h6. Eval code method and eval code result medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 2 years following the implant of this transcatheter bioprosthetic valve an echocardiogram identified an increased right ventricular systolic pressure (rvsp) of 74. Pulmonology was consulted. Approximately 10 days later, the pulmonary functional test (pft) identified borderline restrictive process with reduced expiratory reserve volume. This was suspected due to obesity. Approximately 2 years and 8 months following the valve implant worsening shortness of breath was observed and symptoms were ongoing. Medication changes were made. A right heart catheterization was performed 1 month later which showed a ¿combined group 1 +2 ph¿ and an inhaler was started. No other intervention or treatment required. Approximately 3 years and 8 months following the valve implant, the patient presented to the emergency department with shortness of breath for two days. Upon examination, mild vascular congestion and cardiomegaly identified on the chest radiograph. An elevated b-type natriuretic peptide (bnp), greater than 5,000, and the overall presentation was suggested of a congestive heart failure (chf) exacerbation. Intravenous therapy (IV) diuretic resulted with robust urine output and improvement in symptoms. Worsening dyspnea on exertion, chest heaviness, and bilateral lower extremity edema presented with report of heart failure. A transesophageal echocardiogram (tee) was performed with noted worsening atrio-ventricular gradients, and worsening mitral regurgitation. A right heart catheterization was performed which identified elevated pulmonary hypertension, a moderately reduced left ventricular ejection fraction of 35-40%, moderate-severe bioprosthetic aortic stenosis and severe mitral regurgitation. As result, the patient was hospitalized. The transcatheter valve was explanted and a surgical aortic valve was implanted. Per the physician, prior to explant the valve functioned normally but was explanted due to stenosis. No additional adverse patient effects were reported. Additional information was received which indicated that as result of this event the hospitalization was prolonged. The event was considered resolved approximately 2 months following the valve intervention. No additional adverse patient effects were reported. Additional information was received that the tee performed approximately three years, seven months following valve implant showed the peak gradient had increased to 45mm hg and the mean gradient had increased from 15.3mm hg to 30.3mm hg. It was clarified the aortic stenosis made the mitral regurgitation to increase from mild to moderate and then to severe which put the patient in heart failure. Additional information was received that the valve implant depth was 2mm on the non-coronary cusp and 4mm on the left coronary cusp. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the onset of the reported congestive heart failure was now approximately 3 years and 5 months following the valve implant. The congestive heart failure was previously reported as resolved 2 months following the aortic and mitral valve replacements. However, it was now reported that the congestive heart failure was unresolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that electrocardiogram (ECG) showed that left bundle branch block (lbbb) was present following the implant of this transcatheter bioprosthetic valve. Medication changes were required. The lbbb remained at discharge. The one month follow up ECG indicated that the lbbb had resolved; however, occasional premature ventricular contractions (pvc) and supraventricular contractions were noted. No treatment was required. Approximately one year and eight months following the valve implant, the premature ventricular contraction (pvc) had resolved. Approximately 2 years following the implant of this valve the patient presented with acute chf exacerbation in the setting of aortic stenosis (as) and mitral regurgitation. It was reported that the event was complicated by lbbb and was treated with the implant of a cardiac resynchronization therapy (crt) pacemaker for the optimization of heart function. The lbbb then resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that as result of this event the hospitalization was prolonged. The event was considered resolved approximately 2 months following the valve intervention. No additional adverse patient effects were reported.